Event description:
The user facility medwatch report states the following: "cath stylet broke off in pt's vein while drawing it from catheter the vein was cannulated. It appears the safety clip was caught in the catheter hub. The device "fell apart" while still inside the patient's vein. Staff managed to remove clip from hub with tweezers. Due to manipulation, IV was clotted costing this pt a dozen more IV sticks, none as successful as the first".